Event description:
It was reported that the patient experienced infusion set leakage at the site as insulin leaked from leg and had high blood glucose event on (B)(6) 2026. The infusion set was in used for two days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.